Manufacturer narrative:
Concomitant products: lgc femoral ps cem right sz 3 (cat# 02-010-01-0330 / serial# 4(B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 4.3 years post initial right side tka, the 73 y/o male patient had revision due to poly issues with flaking and delamination. Also, femoral prosthesis was loose due a patient fall. There was no breakage of device. There was more than a 45 mins surgical delay/prolongation due to surgeon replaced the femoral and used a stem and replaced the poly. There was no adverse events as a result of the surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-ray received. Sales rep was unable to obtain photos. The device is available for evaluation.

Manufacturer narrative:
(H3) the revision reported was likely the result of prosthesis wear of the polyethylene tibial insert and loosening of the femoral component due to the patient¿s fall. The possible contribution of the post traumatic event to the prosthesis wear cannot be confirmed because no immediate post-operative or pre-fall radiographs were provided, and the revised components were not returned to exactech for evaluation. The most probable root cause associated with the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.